Event description:
The pt underwent a laparoscopic lar due to diverticulitis on (B)(6) 2013. End to end anastomosis was performed with the colon-ring. Uae with uterus biopsy was performed within the procedure. The pt complained on (B)(6) and was re-operated on (B)(6). According to the report, the rectal stumps were open and free stool was detected with no anastomosis.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd; (B)(4)) and the importer (B)(4)), as novogi ltd serves as the designated complaint handling unit for both facilities. Anastomotic leakage/dehiscence is one of the most common anticipated complications of colorectal surgeries, which can be related to the condition of the pt, the surgical technique or the device. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. It should be noted that the current cumulative leak rate associated with the use of the colon-ring falls within the low range of the rates reported in the literature for other methods.